Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self, unexpected error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No blank display anomaly noted, however pump had corroded battery tube. The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They stated that they changed their batteries 3 different times with a new box of batteries. They said about 2-3 weeks prior, they went to their health care provider and while entering the basal rates, the screen began to jump. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.